Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-00683. It was reported that patient¿s lead migrated. X-rays confirmed that one of the leads had migrated from its original t8 location. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. It is unknown which lead migrated and both are being reported.